Manufacturer narrative:
(B)(4).  Physio-control advised the third party biomedical engineer that the customer's device is no longer under warranty and no longer supported by physio; therefore, parts and service are not available.  The device has not been returned to physio-control for evaluation. The cause of the reported issue could not be determined.

Event description:
A third party biomedical engineer contacted physio-control to report that their customer's device would not complete the boot-up cycle. There was no patient use associated with the reported event.